Event description:
Allegation received that the head hi/low drifted down in 24 hours. No injury reported.

Manufacturer narrative:
Technician found that the head hi/low drifted down as the valve was sticking. Replaced the head down valve to resolve this issue.